Event description:
The customer called regarding a reservoir anomaly. The customer stated that the o-ring is not seated properly. It was indicated that the customer was unable to pull insulin into the reservoir.